Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), when the introducer was removed, there was bleeding of artery blood. Compression for about an hour stopped the bleeding and a fistula between femoral artery and femoral vein was confirmed by radial injection of contrast. Subsequently a stent was placed on the femoral artery. No further patient complications have been reported as a result of this event.